Event description:
Customer reported that she had to rewind and prime the insulin pump for the past three battery changes. She also had a partial display on the device. Customer's blood glucose level was 150 mg/dl. Customer was unable to confirm alarms due to partial display. Battery out limit was noted and was advised what the alert meant. Customer explained that sometimes she had to reset the time and date. Customer was advised that it might be a possible unexpected restart alarm. Customer states the device has been dropped or bumped. Customer was advised to discontinue use of the device and to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.